Event description:
The unit functioned normally during the procedure. The unit was disconnected from the blanket, set aside and left plugged in to the outlet after the room cleanup and preparation for the next patient. The operating room tech outside the room noticed a burning smell and saw smoke inside room. The tech went into the room and unplugged the device from the outlet.